Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly due to cracks in the left cylinder connecting tube. A revision surgery was performed in which the pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 momentary squeeze (ms) pump underwent a thorough analysis. It was visually and microscopically examined, and it was noticed that the tubing was not returned and the pump was contaminated. Further test were not performed due the contamination. Based on the information available the product analysis could not find the cause to the reported clinical observation of mechanical issues.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly due to cracks in the left cylinder connecting tube. A revision surgery was performed in which the pump was removed and replaced. There were no patient complications.